Event description:
Event description guidant received information that the patient with this pacemaker and lead system was told by a guidant representative that one of her leads was fractured. The patient has also experienced pain in her right arm, and inquired if this was related to the system. The field representative indicated the fracture was with the right ventricular lead, and also noted noise was present. In a lead revision procedure, the lead was surgically abandoned and replaced without adverse patient effect.